Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2026, a 23mm navitor vision valve was selected for implant using a small flexnav delivery system (ds). The patient did not have a prior medical history of right branch bundle block (rbbb), left branch bundle block (lbbb) and atrioventricular (av) block. There was no calcification extending beneath the aortic annular plane in the interventricular septum. Baseline was a normal sinus rhythm. The patient's annulus was heavy calcified in the non-coronary cusp leaflet. During the procedure, the valve was able to be implanted at a depth of 3mm both on the non-coronary cusp (ncc) and left-coronary cusp (lcc). The patient remained hemodynamically stable throughout the procedure, and there was no clinically significant delay reported. Post-implant, after removing the temporary pacemaker, the patient's rhythm changed to asystole, so it was reinserted to stabilize. A permanent pacemaker was implanted to resolve this event. The patient was discharged in a stable condition.

Manufacturer narrative:
It was reported that after removing the temporary pacemaker the patient's rhythm changed to asystole post navitor implant. A returned device assessment could not be performed as the device remains implanted and was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. The surgical intervention was a result of case-specific circumstance as a permanent pacemaker was implanted to resolve this event. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.